Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The formed needle tip was observed to be damaged under magnification. The pod was received with traces of blood on the adhesive pad. The root cause of the bleeding/bruising event can be attributed to the incorrectly installed exposed hard cannula and the damaged needle tip. During the investigation, damage was observed to the distal tip of the soft cannula. It could not be determined when or how this damage occurred. Despite the damage to the soft cannula, it was measured to be within specification. Despite the damages to the fluid path components, fluid was able to flow through the entire fluid path. The download data from the device contains no hazard alarms, timeouts, or drive stalls indicating there was no struggle to deliver insulin.